Event description:
A nurse reported that impurities were noted in the viscoelastic product with unk procedure or pt involvement. Additional info has been requested.

Manufacturer narrative:
No sample has been received by mfg for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested. (B)(4).